Manufacturer narrative:
The event of seroma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: periprosthetic fluid.

Event description:
The patient reported, right side lump (not device related), implant fold. And periprosthetic fluid detected via ultrasound. The device remains implanted.

Event description:
The patient reported right-side lump (not device related), implant fold, and periprosthetic fluid. Healthcare professional reported double capsule and capsular contracture baker grade iii. The device has been explanted and replaced

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ seroma: unable to observe since it is not related to the device. ¿ double capsule: unable to observe since it is not related to the device. ¿ crease/folding of implant: not observed. ¿ lump/nodule: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported double capsule and capsular contracture baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted.